Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm, (lot #n4m1811y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gynecological procedure, a suture failed as it was passed through the trocar. The suture was loaded into the handpiece, and correct placement and stability were confirmed by the surgical technologist. When the handpiece was inserted into the trocar and visualized laparoscopically inside the patient, only the needle was seen, and the tail of the suture had detached from the needle inside the patient. Laparoscopic visualization confirmed the position of the handpiece tip and the needle. The suture was replaced with a new one to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d1, d2, d4, d8, g3, g4 (PMA / 510(k)), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.